Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
The customer reported that the packaging broke away affecting the sterility of the implant.

Manufacturer narrative:
An event regarding pack damage involving an ets stem was reported. The event was confirmed. Conclusion: a review of the photos of reported device by the supplier noted that the damage is consistent with handling damage. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The customer reported that the packaging broke away affecting the sterility of the implant.